Event description:
It is alleged that on (B)(6) 2012, the pt was implanted with the composix lp mesh for repair of an umbilical hernia repair. On (B)(6) 2012, the pt started to develop hives. The hives started in the abdomen and lower back. The pt took benadryl for the hives for four days with no effect, the hives continued to spread. The pt presented to the ER where she received IV steroids and was prescribed a prednisone taper. The hives improved while on the prednisone, but as soon as the taper was done the hives returned. The pt's throat swelled up, and she was rushed to the ER where she was again given IV steroids to control the swelling. She is has been on prednisone since this time. She is currently seeing an allergist who is testing for environmental factors.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. The pt has indicated that she will not be provided medical records or additional information at this time. This MDR includes all pt, event and device information davol has received to date. Based on the information provided, no definitive conclusion can be drawn. The pt alleges symptom she describes as an allergic reaction that began less than one week following the implant of a composix lp mesh. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. If additional information is provided, a supplemental report will be submitted.